Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture unknown baker grade. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture unknown baker grade. The device remains implanted.

Event description:
Later, healthcare professional reported a capsular contracture, baker grade IV. Device has been explanted.

Event description:
A patient reported ¿a problem, presented capsular contracture," one year after implantation. Cancer history in the family (8 cases of death from cancer) was reported and the patient ¿is very concerned¿. Later, healthcare professional reported a side capsular contracture. The device was explanted.

Event description:
A patient reported ¿a problem, presented capsular contracture," one year after implantation. Cancer history in the family (8 cases of death from cancer) was reported and the patient ¿is very concerned¿. The device remains implanted.